Event description:
2/27 pt was undergoing insertion of a dual lumen pacemaker under c-arm control to correct bradycardia. The c-arm malfunctioned during the procedure by losing power. The procedure had to be cancelled with only the ventricular lead inserted. There was no pt harm. But the hospitalization was prolonged until the c-arm was repaired. The pacemaker procedure was completed 3/3/97 and pt discharged in good condition 3/4/97 to home. This case was reviewed at the 3/4/97 surgical dept meeting - care was appropriate.